Event description:
Caller reported tandem mobi cartridge alarm. Customer¿s blood glucose level did not exceed 500 mg/dl and was within normal range. Customer had already loaded another cartridge and resumed insulin prior to the call, and no further troubleshooting was necessary. Customer was advised to monitor the situation and contact support again if the issue recurred.